Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician went to the morgue to interrogate a device in a patient who deceased. The physician believed that all electrical values were in range. The physician believed the patient was pacemaker dependent because he noticed that vp was 97%. Moreover the physician found a few ams episodes recorded in device memory but he was not able to check the egm because the trigger episode was off. The physician noticed that every trigger episode was programmed off. The physician believed that ventricular stimulation was guaranteed during ams. The physician was convinced that pli for both leads were in range and battery voltage was good. The physician thought that no additional information was available because trigger episode was off. The physician elected not to explant the device. The cause of death was unknown. No additional information was reported.